Event description:
It was reported by a patient family member that "one lead stopped working about three months after the second went. Then the battery." Follow-up with the physician's office revealed that the right ventricular epicardial lead was suspected of a lead issue when it switched from a bipolar to unipolar pacing configuration. The lead was then functioning appropriately until the next in-clinic check when it was noted to have fractured. The lead was partially explanted and replaced. It was further clarified through follow-up that there was no issue with the right atrial epicardial lead, nor the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).